Event description:
Post surgical infection [post procedural infection]. Case description: spontaneous report received on (B) (6) 2008, from a company representative who reported that he "received word" that a hospital had pulled seprafilm from its shelves because they had a few patients who developed post-surgical infections. At the time of this report, no further info is available.